Event description:
Customer states: prior to use on a pt during pre-test a nurse confirmed the cuff would not be deflated. Customer confirmed no pt involvement.

Manufacturer narrative:
The sample is expected to be returned for analysis.